Event description:
Needle broke into skin [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device info: class iia. This spontaneous case from (B)(6) was reported by a consumer as "needle broke into skin" and concerns a male pt of unk age using novofine 32g 6mm (needle) from an unk date due to device therapy. Pt's height and medical history was not reported. On an unk date, the pt experienced that the needle broke off into his skin and he had to go to the emergency unit to have it surgically removed. The pt was considered as recovered from the event.